Manufacturer narrative:
Email: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported left side "sweat on device". Device has been explanted.

Event description:
Healthcare professional reported left side "sweat on device". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b1, e1, h1, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: gel bleed: unable to observe since it is not related to the device. Additional observations: observed 40 mm dark patch edge material inside gel device. Crease fold, wear abrasion and stress marks observed on the device. Observed an opening on posterior assessed as fold flaw opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "sweat on device". Device has been explanted.